Manufacturer narrative:
P-cap locked in place properly during testing. Proceeded by using original battery cap and a new battery. Unit powered up properly after battery installation. Unit was downloaded successfully using thump software for reference. The baat tool was utilized to search for battery related alarms that may have occurred in the past or around the customer¿s call date. The baat tool recorded the following: customer did not experience an unexpected power loss of less than 7 days due to no record of a low battery alert fault 104 in pump history records. Proceeded with the following testing to assure proper functionality of the unit. Unit passed the sleep current measurement, active current measurement and self-test. No failed battery alarms noted during testing. All buttons were tested, and no unresponsive buttons were noted. The pump was received with normal operating currents. The power management tool revealed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were not within spec range. Upon download history review, pump error 25 was found on 11/05/2025 09:00:00.000 through 11/14/2025 05:00:00.000, with several alarms noted. Line=2235 file=33. Proceeded to unplug internal battery connector and reinsert after 10 seconds. Unit was then monitored over 24 hours and redownloaded to review the power graphs. Upon review, power graphs were within spec range. Unit was cut open and a visual inspection of connectors and electronic stack was performed. Per visual inspection, all connectors including the battery flex connector were plugged in properly. No moisture damage noted during visual inspection. Unit was received with the following cosmetic damages: label damage (faded), cracked case (battery tube), battery tube threads - cracked, cracked case, cracked keypad overlay, stained keypad overlay, scratched case, and pillowing keypad overlay. In conclusion, customer allegations of failed battery test were not confirmed when the baat tool concluded the customer did not experience an unexpected power loss of less than 7 days due to no record of a low battery alert fault 104 in pump history records. Allegations of keypad anomaly were not confirmed when all buttons were responsive during testing. However, allegations of cosmetic damage were confirmed when cracked case (battery tube) was noted during visual inspection. Additionally, unit was received with abnormal power graphs caused by pump error 25. Isolate to electronic assembly. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced a crack on the body of the pump, rejected battery changes, and sticky or unresponsive buttons. The customer reported no adverse event. The event involved product mmt-1884. Troubleshooting was not performed. No harm requiring medical intervention was reported. No product return is required for mmt-1884.